Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, one of the valve struts was bent while the commander delivery system with valve was being advanced through the 14fr esheath+. There was difficulty advancing the delivery system with valve through the esheath+ and it appeared to have occurred at the transition from the strain relief to the sheath shaft/fully expandable portion of the esheath+. Once the delivery system with valve exited the esheath+, the bent valve strut was noted. The valve was deployed successfully. The delivery system was removed through the esheath+ and then the esheath+ was removed. The delivery system and esheath+ were intact with no damage observed. There was no patient injury. Imagery was received for evaluation. Per imaging evaluation, one (1) bent strut was located at the inflow side.

Manufacturer narrative:
The investigation is ongoing.